Event description:
A customer contacted beckman coulter inc. (Bci) reporting a burning smell from the coulter ac*t 5 diff cp analyzer while troubleshooting (ts) a flagging issue on the instrument. Service had performed on this unit prior to this event. The customer was instructed to wear proper personal protective equipment (ppe) during the ts steps. There was no death, injury, or affect to user. No one sought medical attention. No impact to patient results was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found no errors or malfunctions on the instrument. Per the fse, the instrument operation was normal and results meet published performance specifications. The root cause of the smoke smell is unknown.